Event description:
Per audiologist, the pt reported experiencing pain and headaches. Results of an integrity test done in 2008, were consistent with normal receiver/stimulator function with multiple electrode anomalies. The anomalous electrodes were deactivated in the patient's sound processor program. The patient still reported experiencing pain. Revision surgery is planned but had not been scheduled as of the date of the report.

Manufacturer narrative:
This report filed, january 08, 2009.